Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreased pacing impedance measurements less than 200 ohms. Additionally, threshold measurements had increased to 2.3v @ 0.5ms. An insulation concern was expressed. A revision procedure was performed. The chronic device was noted to be implanted extremely deeply subcutaneously and the physician experienced difficulty removing the device, resulting in denting the device. Ultimately, the device was explanted and replaced. The ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.